Event description:
A physician reported that a pt experienced aspiration pneumonitis following surgery in which an lma and an et tube was used. The case was started with the lma, but about 4 hours into the procedure the anesthiologist switched to an et tube. The pt was breathing spontaneously and there were no problems with the switch. After the et tube was placed the pt was placed on a ventilator and given increased doses of narcotics. During extubation the pt coughed, bucked, and desaturated briefly. Naloxone was also required to counteract the narcotics still in the pt's system. There were clinical rales and radiographic evidence of pneumonitis in the right base. The pt was observed for 24 hours in the ICU and placed on antibiotics. He was moved to the regular ward for an add'l 24 hours, then was discharged. It is believed that the aspiration probably occurred during extubation rather than during the use of the lma.